Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The catheter was placed on the patient's subclavian area. However, when the user attempted to inject a solution, they noticed that the catheter had ruptured at the hub. The user stated that they intend to repair the device, but the outcome is unknown. No injuries or additional medical intervention were reported.